Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient reported several inaccuracy issues that occurred over the span of a couple of days, (B)(6) 2024 . One of the examples the patient cited was that her cgm was giving an ¿urgent low alert¿ and then 45 minutes later, the cgm read 260 mgdl. When these values were compared to a bg meter, she reported they were ¿100 points off¿ but no specific values were provided. A second example the patient provided was from her cgm data that she sent to her doctor to review, stating the cgm was reading ¿under 40 mgdl¿ and the bg meter was reading 233 mgdl. Then on (B)(6) 2024, the patient stated she had an unspecified low bg and, during this time, she lost her balance and fell. There were no specific cgm/bg meter values reported for this event. There was no documentation of treatment for this event. However, after this occurred, the patient¿s daughter took the patient to see her endocrinologist for evaluation. The patient was monitored at her doctor¿s office for a few hours but no medication or treatment was provided to the patient. Later the same day, the patient was sent home and the patient¿s doctor continued to monitor her cgm values via an online patient portal. There was no documentation of medical intervention while the patient was at the doctor's office. An attempt to reach the patient for further event details was made, but the patient was hesitant to provide any further event details and ended the call. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. It has also been reported that there was a difference in readings of 100 -150 points. No additional patient or event information is available.